Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the image was cropped out on the display; however; per the legal manufacturer, there is no potential for this issue of gray stains to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that his olympus evis exera iii video system center¿s image was cropped out. According to the initial reporter, after connecting the imager up to the display, the top left corner was cropped out. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the tac requested a photo of the failure mode to better understand the issue. The photo was not provided at that time, and the customer had to get off the call. During a follow up conversation, the customer confirmed that his it department had successfully resolved the image issue by adjusting a setting on the display device. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.